Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they couldn¿t connect for recharging. The patient was in the office for post operation teaching and the representative was able to connect with the controller but when trying to demonstrate recharging they couldn¿t make a good connection. Several attempts were made and they tried to push the battery flat as it seemed to be on an angle and not allowing the controller to get a good connection. The issue was not resolved at the time of the report. The site was going to be left alone for another week and then they would attempt again. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the event was due to the battery flipping/diving down in the pocket. The patient will scheduled for a revision after her vacation, probably in may. The issue has not been resolved yet. No further information was reported.